Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of es-a/c power has failed was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the device experienced repeated, intermittent power failures. The fse inspection revealed a cut mark on the pyxis bus cable, which indicated physical damage causing the power fault. The issue was resolved by replacing the damaged pyxis bus cable and the comm sled on the main device, restoring stable power and functionality. The customer verified the functionality successfully. During dchu visual inspection: pn 121085-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. Pn 353372-21: the unit was received with physical damage, including bent pins on connector j501, which has a broken clip that secures the pyxibus cable. No fluid ingress, loose components, or other anomalies were observed. During dchu testing: pn 121085-01: no further testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the assy cbl pyxibus 7 drawer. Pn 353372-21: no further testing was required due to clear evidence of physical damage, including bent pins on connector j501 and a broken retaining clip that secures the pyxibus cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es-a/c power has failed was due to the damaged of the assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands leading to thermal damage observed and compromised its electrical integrity. This condition caused an interruption in power delivery, resulting in system power failure and loss of drawer functionality. Additionally, the root cause of the assy comm sled-m4 failure was determined to be physical damage to connector j501, including bent pins and a broken retaining clip, resulting in an improper connection of the pyxibus cable. This condition led to loss of electrical continuity, causing the system to experience a power failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the failure was caused by a damaged pyxibus cable and a physically damaged connector, resulting in power failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced repeated, intermittent power failures. A field service engineer inspection revealed a cut mark on the pyxis bus cable, which indicated physical damage causing the power fault. The issue was resolved by replacing the damaged pyxis bus cable and the communication sled on the main device, restoring stable power and functionality. The customer verified the functionality, and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.